Event description:
It was reported that stent placement difficulties occurred and the stent became deformed. A 7x120x130 eluvia drug-eluting vascular stent system was selected for a stent placement procedure in the left superficial femoral artery (sfa). The eluvia was advanced to the lesion using an antegrade approach and upon stent deployment the middle sheath of the deployment system seemed to grab in the sheath hub therefore complicating deployment of the stent. The stent moved forward during deployment and the struts became compressed. An additional stent was required to cover the remaining lesion. The procedure was completed with additional stenting in the sfa. There were no patient complications. The patient is fine.